Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had reached elective replacement indicator (eri). It was noted that this ICD was implanted for only a year and eight months. Further, this ICD was explanted. No additional adverse patient effects were reported. Based on the additional information received indicating that upon analysis it showed that there was no faults or resets noted and the device passed the returned product test which involves a series of automated diagnostic testing that verified the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage. Moreover, the device battery rundown was normal in appearance. Further, there was no problem detected. Hence, the event has been deemed non reportable.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had reached elective replacement indicator (eri). It was noted that this ICD was implanted for only a year and eight months. Further, this ICD was explanted. No additional adverse patient effects were reported.